Event description:
It was reported that the end cap on the lead was completely detached from the lead. It was found as the health care provider (hcp) was performing the patient's "stage 2" procedure one week after his "stage 1" procedure. The hcp removed the end cap and continued with the "stage 2" procedure. There was no patient injury.

Manufacturer narrative:
Product ID: 3387s-40, lot#: va03e59, product type: lead. (B)(4).